Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and motor error more than one motor error alarm within the last 30 days. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that drive support cap was normal. Customer was able to complete pump rewind. The insulin pump was not exposed to high magnetic field. The insulin pump had battery compartment was cracked. The device will be returned for analysis.